Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump generated alert 39 indicating an insulin shaft encoder failure, persisted after multiple restarts and a factory reset, and the user transitioned to subcutaneous insulin via multiple daily injections. Symptoms included hyperglycemia with a reported blood glucose up to 647 mg/dl. Outcomes included transient hyperglycemia without hospitalization or professional medical intervention. Investigation included collection of event details, troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a reported insulin delivery malfunction consistent with an insulin shaft encoder failure within the pump¿s drive system. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.